Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the patient developed bradycardia with a heart rate in the range of 40 beats per minute (bpm). No treatment was given and the condition resolved itself the same day. Seven days post-implant, the patient exhibited left bundle branch block, which was monitored with electrocardiograms and had resolved by the one-month follow up. 30 months post-implant, the patient was hospitalized for tachy-brady syndrome which was believed to possibly be related to the device implant procedure. A permanent pacemaker was implanted. No adverse patient effects were reported before or after the pacemaker implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). The device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be filed if additional information is received. (B)(4).